Event description:
When the device was used during a prolapse of the rectal mucosa procedure, the instrument could not be fired. The blade could not pierce the washer. Bleeding occurred, amount unk. The surgeon put some overstitiches to close the tissue. Another like device was used to complete the case. There was no pt consequence.